Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 200 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, there were no foam particles found in the device. The service technician states that device experienced a ventilator inoperative condition and that it was retest and worked properly. There is no documentation stated on a root cause or any component replacement. The device passed final testing. The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."